Event description:
This pt is a participant in study and experienced this event post approval. Pt's status post pdl implantation, received post op evaluations at six (6) weeks, three (3), six (6), twelve (12) and twenty four (24) months. Pt completed evaluation and study in 2004. Pt underwent posterior lumbar instrumentation and fusion for continued pain by surgeon outside the study in 2009; the pdl's were not removed. This is two of three reports for this event.

Manufacturer narrative:
Subject device was not explanted. Synthes is unable to provide the manufacturer and or the date of manufacture without a part/lot number provided or returned device. The investigation could not be completed, no conclusion could be drawn, as no lot/part number was provided and the device was not returned.